Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell on posterior and anterior, delamination valve, creases fold, wear abrasion and missing shell. Leak test and microscopic analysis was performed which identified: delamination total of the valve, striated broken on anterior and posterior, non-penetrating nicks and striated opening on posterior. Based on the device analysis the final assessment is: missing shell assessed as inconclusive total delamination of the valve (adhesive failure) a striated opening on anterior and posterior assessed as surgical damage consistent in the use of some surgical tool. A striated opening on posterior assessed as surgical damage consistent in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.